Event description:
The facility reports upon unhooking the sling from the lifter, the hanger assembly was accidentally bumped, causing it to swing around and strike the patient in the eye and face. The patient suffered severe bruising to the face and shoulder and was examined by the doctor.